Event description:
The manufacturer received information from a caregiver alleging that prior to patient use a ventilation inoperative alarm had occurred on a trilogy evo device. The caregiver alleged that oxygen was being added to the ventilator while it was not in operation, whether in standby mode or turned off. There was no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient. The trilogy evo device was returned to the manufacturer service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that an error code, machine flow drift high (e-0155), was observed on the device's error log. The manufacturer's service center further evaluated and determined from the error code that there was a fluctuation of the flow sensor deviating from the standard. In conclusion, the device's flow sensor was proactively replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the air inlet foam filter, particulate filter, and muffler assembly were replaced for preventative maintenance unrelated to the reportable issue.